Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2012-00364.

Event description:
It was reported that the pt was taken into operating room for revision of acetabular component due to pain. The doctor dissected down to hip joint and attempted to dislocate poly head from cup. Upon attempting to dislocate poly head from cup, the 28mm biolox head dislocated from adm poly head.